Manufacturer narrative:
Unit passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. Unit also received with cracked case(battery tube), cracked battery tube threads and missing serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace on u1 keypad assembly. Device also received with cracked case, cracked battery tube threads and missing serial number label.